Event description:
It was reported that the patient inflatable penile prosthesis (ipp) pump and cylinders were removed due to peyronies disease (pd). The pd was present, but it was not seen during the original implantation of the ipp. It was first noticed after the patient started to inflate the device. Cavernostomies were used to break the pd plaque. A new preconnected ipp pump and cylinders were was implanted. The old reservoir was checked, refilled and left implanted. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.